Event description:
Caller reported receiving a reading of 273 mg/dl and dosed with five units of insulin. Within 10 minutes, a second reading of 103 mg/dl was received. Customer took glucose tablets to bring glucose back up. Outside intervention was not required.